Manufacturer narrative:
(B)(4). The reported mechanical anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomaly was found.

Event description:
Additional information received indicated that the device was explanted due to eri.

Event description:
It was reported that the device was explanted due to unspecified malfunction. No further information is available.